Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was not confirmed. Visual observation showed that the tip portion of the lead, including the helix, appeared intact and undamaged. Hipot test was completed and passed as per specification. Also, the lead passed continuity test with manipulation. The lead passed electrical testing.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged and exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged and exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.